Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after starting a new dexcom g7 sensor, the sensor paired with the dexcom app but failed to pair with the ilet despite guided troubleshooting that included device restart, cgm type toggling between g6 and g7, and reentry of the pairing code; education on expected pairing time was provided and follow-up attempts were made. Symptoms included hyperglycemia with a highest reading indicated as ¿high,¿ lasting about 30 minutes, without ketone testing, back-up therapy, medical intervention, or need for assistance. Outcomes included transient elevation of blood glucose without clinical intervention or hospitalization. Investigation included customer service troubleshooting and education, device setting verification, and remote follow-up attempts. Investigation of this case revealed a pairing failure limited to ilet integration with dexcom g7, consistent with a connectivity or configuration issue involving the cgm communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup error related to cgm pairing workflow.